Event description:
Pt had bilateral breast augmentation 5/27/93. Rt breast implant deflated 1/10/94. Removed 1/14/94 pt had implant replaced. 10/16/95, left implant deflated. No trauma or injury reported.